Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging an unusual issue with the hour glass freezing on the patient's onetouch ping meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013, at 5am. The patient manages her diabetes with an insulin pump. It is not known if the patient made changes to her usual management routine due to the reported issue. Prior to the start of the alleged issue, the reporter claims the patient appeared tired and was slumped over like she was sleeping. The patient took food and/ or drank a beverage as treatment. It was reported that another device was used for testing; however, results were not provided. The alleged issue was not resolved at the time of troubleshooting. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.